Event description:
On (B)(6) 2025, the patient reported difficulty rewinding the pump, which delayed a supply change and led to high blood glucose (bg). Patient's reported bg was 280 mg/dl. Agent assisted with the rewind and supply change. The patient was not out of bg range for 90+ minutes, no medical intervention required. The patient reported no symptoms during the event. No further help was needed, and patient declined follow-up.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.